Event description:
The patient reported that his catheter had slipped down and bunched up one month after implant. The patient experienced return of pain and nausea. The patient was treated with unspecified oral medication and the catheter was revised. The pump was programmed to deliver morphine.

Manufacturer narrative:
Following an internal audit, this report is being submitted.